Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging error service required. There was no report or medical intervention. No additional information ca be requested at this time. During the evaluation of the device, the third-party service center found pca burned and solution pollution iso port kit plus. The device was scrapped. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.